Manufacturer narrative:
Additional information received stating that the device was used for 1 hour before overheating was noticed. The device was running at 5000 rpm under oscillation mode, an irrigation system attached to the anesthesia cart which was not powerful at all, and this was happening because the suction was not powerful enough. Used a different suction device and then the overheating was not noticed. Above information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the device was used for 1 hour before overheating was noticed. The device was running at 5000 rpm under oscillation mode, an irrigation system attached to the anesthesia cart which was not powerful at all, and this was happening because the suction was not powerful enough. Used a different suction device and then the overheating was not noticed which makes the event not reportable as per the reporting criteria.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the m4 handpiece was overheating. There was no patient impact.